Event description:
The event involveds a conector microclave. It was stated that during the placement of microclave into the lumens of a central venous catheter, malfunctioning connectors were identified, presenting blood return. Device replacement was required, as the device was unable to maintain proper functionality for more than one minute of use. There was patient involvement, however no harm as reported.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.